Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the lead was going off to the right and left during implant. The rep wanted suggestions for how to keep the lead midline during implant. The situation was resolved by the physician dissecting down during the procedure and was able to place the lead. The patient later reported that he needed to have his device adjusted for better coverage because it was not hitting the correct areas. Stimulation was in the wrong location. The patient was implanted last week. The patient felt surgery took much longer than it should have. The patient wanted to meet with a rep, but had not heard from the doctor since the surgery and he was trying to recover. They were trying to schedule an appointment for next week. Further follow-up is being conducted to determine what steps were taken to resolve the issue and if the issue had been resolved. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the issues had not been resolved, but manufacturer representatives were helping to adjust stimulation and meet the correct intended areas of stimulation. As of (B)(6) 2015, it was still ongoing. The manufacturer representative stated the patient was working with the team to gain better coverage. Partly this was due to an expectation of the patient that he would have perfect coverage immediately after his surgery. He now understands that it may be a process. He stated that he was getting better coverage, though still not as much back as he would like, however, he is now stating that he is having trouble charging. A different representative met with him last week to confirm the charging system was working and the patient said when he lays on it he got full bars. The representative team was to follow up with the patient and meet with him again (B)(6). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that during the initial implant surgery they were only supposed to be in surgery for 2-3 hours but they were on the table for 6 hours. The patient also noted that they were awake for 4 of those hours. They were not able to use paddle leads because of the patient's scar tissue.